Event description:
It was reported that a remote transmission showed atrial lead undersensing. The undersensing was confirmed during an in office check. It was noted that the patient has chronic atrial fibrillation/atrial flutter so the lead was programmed off and remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.